Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on the whole way) has been confirmed. Upon eval, the monitor would not power on past the home screen. The cause of the inability to power on is a defective sd card. The root cause of the defective sd card cannot be positively identified. No adverse event resulted from the monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his device would not power on the whole way. Pt was issued a replacement monitor.